Event description:
It was reported that the pt experienced radiating pain down her leg, which felt like a jolting sensation, when her stimulation was on and off. The pain was intermittent. These symptoms started after a heavy door closed on her back and when she tripped and twisted her body to cath herself. Her lead impedance measurements were greater than 4,000 ohms on electrode pair contacts 3 and 4. The pt felt stimulation on the remaining contact when it was programmed with other electrodes, but the pain was still an issue. The healthcare provider confirmed that the pt's pain in her leg was not a new issue. They advised her to turn her device off. The x-ray results were okay. Her device was "restarted" and was advised to follow-up with her primary care provider. They did not feel the pain in her leg was related to her device system.

Manufacturer narrative:
(B) (4).